Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys tsh assay results for 15 patient samples test on a cobas 8000 e 801 module. Of the data provided, 1 patient result was a reportable malfunction. The initial tsh result was 0.00668 ¿iu/ml with a repeat result of 1.53 ¿iu/ml. The erroneous result was not released outside of the laboratory. The repeat tsh result of 1.53 ¿iu/ml was deemed correct. There is no allegation of an adverse event. The tsh reagent lot was 28355600 with an expiration date that was not provided. Qc data was acceptable and there were no significant analyzer alarms around the time the erroneous data was generated. Rack adapters were used. The sample condition was clear of fibrin, hemolysis, lipemia clot, and foam. The samples probes were not dirty and the mixer was within specifications. The investigation is currently ongoing.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
A general reagent issue can be excluded.